Event description:
It was reported that stimulation caused the patient's toes to curl, which resulted in trouble sleeping. The patient tried adjusting stimulation but that did not resolve the problem. It was noted that the patient went in for a sleep study around (B)(6) 2012. Additional information received reported that the patient was seen by the hcp in (B)(6) 2013. The hcp was unable to rule out device contribution to the patient's complaints, and as a result, the patient had a full explant of the system. It was noted that the pathology report did not show anything out of the ordinary. For additional symptoms before explant, see MFR. Rep. #3004209178-2013-00391.

Manufacturer narrative:
Product ID: 3093-28 lot# v449145, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).